Event description:
It was reported that an implantable neurostimulator (ins) experienced a communication issue during connectivity and impedance checking when it dropped connection from a tablet and was unable to reconnect, and the connectivity/pairing issue persisted when the same steps were repeated using a second tablet. Troubleshooting was performed by using a cable, closing the application, restarting the tablet, and repeating these steps with a different tablet. The issue was reported as resolved, the ins was not implanted and will be returned. No patient injury or adverse outcome was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.